Manufacturer narrative:
On 11/8/2019, mentor became aware that the replacement implants used on (B)(6) 2019 were sientra smooth round 220cc. On 11/11/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00528952. On (B)(4) 2019, mentor became aware that the date of surgery is (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Concomitant products: left side; 225cc mentor memorygel breast implant; catalog number: 3507225bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00528952. It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 225cc mentor memorygel breast implant and was presented with breast implant rupture on her right side confirmed via CT scan on (B)(6) 2019. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
On 12/16/2019, during evaluation of the device it was observed to be ruptured. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer reference number: (B)(4).